Event description:
It was reported that during the implantation of a monarc, the patient experienced "a small bladder injury" during blunt dissection. The perforation "was closed with 2 layers of 3-0 vicrly [suture]." No further patient complications were reported in relation to this event. Related to manufacturer report #: 2183959-2015-00383.